Event description:
Facility placed a powerpicc w/ sherlock tip. The tip of the wire was not intact when the sherlock wire was removed. The tip was not found inside the pt nor outside of the cut PICC line and could not be found on x-ray or CT. The PICC was left in the pt.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.